Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
Same case as: 6000093-2006-01506. It was reported that during a ptca procedure, balloon rupture occurred. The patient was a female presenting with angina. The stenosed lesion was located in the heavily calcified proximal right coronary artery (rca). The physician attempted to pre-dilate with a maverick 2.0 balloon, (unknown length) and failed. A quantum maverick 2.0 x 12mm balloon ruptured at 20 atms. The number of inflations and to what atms is unknown. A second quantum maverick balloon of the same size ruptured at 18 atms. The number of inflations and to what atms is unknown. The physician reopened the vessel with a quantum maverick 2.5 balloon at 22 atms, (unknown length) and achieved satisfactory results with a quantum maverick 3.0 balloon, (unknown length) at 22 atms. The physician attempted to implant an unknown 3.0 x 8mm stent, but was unable to cross the lesion. No patient injuries or complications were reported. Patient status is reported as "satisfactory."